Event description:
It was reported that (1) device was used during a laparoscopic appendectomy. It was reported by the affiliate that the surgeon closed the grey handle of the atw35 instrument. He examined the tissue and determined ok to fire the device. When he went to close the black handle, it would not fire. A new instrument was used to complete the case. There was no consequence to the pt.